Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the nurse programmed the pump to infuse 50ml of unasyn as a secondary infusion and when the nurse came back to check on the bag a few hours later, the whole bag of unasyn infused. Per md the next dose of unasyn was held. The nurse only intended to give half of the dose/bag versus the entire dose. The old hospira pumps would stop the secondary infusion when the entered amount was complete regardless of how much was left in the bag. This is what the nurses were used to. It was further mentioned that the nurse was informed by the pharmacist that they were out of unasyn 1.5g/50ml bag and only had 3g/100ml in stock. The nurse was advised by pharmacist to give 50ml of the bag, which would provide the ordered 1.5g of unasyn. This was reported to a bd clinical consultant and the nurse was provided with education on infusion head height and proper set up of secondary infusions. The patient was in medical surgical unit at the time the event occurred. There was patient involvement but no harm.

Event description:
It was reported that the nurse programmed the pump to infuse 50ml of unasyn as a secondary infusion and when the nurse came back to check on the bag a few hours later, the whole bag of unasyn infused. Per md the next dose of unasyn was held. The nurse only intended to give half of the dose/bag versus the entire dose. The old hospira pumps would stop the secondary infusion when the entered amount was complete regardless of how much was left in the bag. This is what the nurses were used to. It was further mentioned that the nurse was informed by the pharmacist that they were out of unasyn 1.5g/50ml bag and only had 3g/100ml in stock. The nurse was advised by pharmacist to give 50ml of the bag, which would provide the ordered 1.5g of unasyn. This was reported to a bd clinical consultant and the nurse was provided with education on infusion head height and proper set up of secondary infusions. The patient was in medical surgical unit at the time the event occurred. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311). Additional information : imdrf annex a, g codes and manufacturer narrative. The root cause for the reported issue of an over infusion of unasyn was not determined. The reported issue that there was an over infusion of unasyn could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.